Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). An additional MDR report was filed for this event, please see associated report: 0001825034 -2020 - 02078. Reported event was confirmed by visual inspection of device. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A arcomxl rlc 32mm 10 deg sz23, part # xl-105833 from lot 959900, was returned and evaluated against the complaint. Visual inspection found heavy damage to the locking groove. Scratching was observed on the outer radius and the rim of the liner. Indentations were observed that appear to have been made by a tool gripping the liner during explantation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products : item #: unknown, head lot #: unknown, item #: unknown, liner lot #: unknown, item #: unknown, cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that an acetabular liner was implanted during the initial surgery trial fit. The surgeon went through range of motion and hip was dislocating too easily, so the liner was removed. The fault was noticed once removed and implant was isolated. Attempts were made to obtain additional information; however, none was available.